Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for the investigation. Therefore, 10 retained samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. 4 tubes produced globules. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for gel globules based on the testing performed. A root cause could not be determined based on the testing performed. A complaint history was performed, and this is one of 2 complaints received for this defect on this lot number. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred twice. The following information was provided by the initial reporter: translated to english. The customer stated: "gel globules in tube."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred twice. The following information was provided by the initial reporter: translated to english. The customer stated: "gel globules in tube."